Manufacturer narrative:
Unique identifier (UDI)# not applicable. Further information from the reporter regarding events, products, or patient details is not available as the authors of the journal article did not provide follow-up information or a correspondence address. The events of "two cases of late infection, occurred after 5 months of silk scaffold implantation" and "neither in one of them, the silk scaffold was integrated" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The devices have been explanted. It is unknown if the devices will be returned to allergan medical for lab analysis. Device labeling addresses the reported event of "two cases of late infection, occurred after 5 months of silk scaffold implantation" as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Reported events of "two cases of late infection, occurred after 5 months of silk scaffold implantation," and "neither in one of them, the silk scaffold was integrated" from journal "seri " a surgical scaffold for breast reconstruction or for bacterial growth" british journal of plastic surgery (2015), doi: 10.1016/j.bjps.2015.02.012. The authors noted, "surgeon had to remove completely the matrix." Side is unknown.